Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had disconnected the pump while at home. The patient had since been reconnected and was stable in the hospital. Log files were sent for review. The data indicated that the patient had not connected to mobile power unit (mpu) power during any of the 60-minute data capture intervals from (B)(6) 2025 at 0:45:45 through (B)(6) 2025 at 11:45:02. The periodic log file data indicated that approximately fully charged batteries were connected before (B)(6) 2025 at 12:45:09. A low power advisory alarm flag was recorded with the data capture event on (B)(6) 2025 at 8:45:03 and again at (B)(6) 2025 at 9:45:03. The emergency backup battery was in use at the time of the data capture event on (B)(6) 2025 at 10:45:02 and again at (B)(6) 2025 at 11:45:02. Motor speed was captured at the low-speed setting of 4600 rpms during both of these. At the next data capture event of the periodic log file the date time stamp had been reset to (B)(6) 2000 at 0:59:59. Although tech services was not able to confirm from the event log file data that the pump stop event was due to a complete loss of power, the data in the periodic log file along with the date / time stamp reset event indicated that this was the cause. The event log file data indicated that the system controller was connected to a power module and a system clock synch was performed on (B)(6) 2025 at 8:38:14. The events leading up to why the patient disconnected their driveline was unknown, but the site stated there was no concern or issue on the system controller. The patient was last noted to be stable as an outpatient.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files could not confirm the reported driveline disconnect. A specific cause for the reported event could not be conclusively determined through this evaluation. The controller event log file contained events from 21sep2025 through 24sep2025 and the default timestamp of 01jan2000 through 02jan2000. No events or alarms were observed that would indicate an issue with the function of the pump. The patient remains ongoing on heartmate 3 left ventricular assist system, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.